Event description:
The complainant reported ports leak. The tube was leaking at fill cap. The fluid kept the pt, clothes, and bed wet.

Manufacturer narrative:
The lab eval confirmed the complaint for tube leaked from the feed port. Ross standard procedure includes attempting to obtain all required info from the source.